Event description:
It was reported that the 9800 system experienced a collimator iris pot error, after fluids leaked into the collimator. It was also reported that the left monitor appeared dark. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported monitor failure could not be duplicated. Calibrated the collimator iris pot. System worked as intended. However, after discussions with the customer and as a proactive measure, replaced the collimator and the high voltage cable. The system was tested and found to be working as intended and placed back into service.